Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what applier was being used to apply clips: el314. Has that applier been recently inspected for jaw alignment and other potential damage: until (B)(6) 2015, the appliers had never been sent to inspection. We started the volunteer sending after we noted this failure. The main problem is in the non-identification of this failure by the hospital. I believe the problem happened with an applier that was not inspected. What procedure, what structure were the clips placed on: cholecystectomy in the cystic duct and small vessels. Were clips actually placed over existing staple line or is the term staple and clips being used interchangeably: the clips were used in the cystic duct and vesicle vessels. No staple is used in this procedure. Was the bleeding identified intra-operative: yes, as well as the non-fixing in the cystic duct. How was the bleeding addressed? With application of 18 clips instead of 2-3 as usual. Was there a blood transfusion? It was not necessary blood transfusion.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The following information was requested, but unavailable: what applier was being used to apply clips? Has that applier been recently inspected for jaw alignment and other potential damage? What procedure, what structure were the clips placed on? Were clips actually placed over existing staple line or is the term staple and clips being used interchangeably? Was the bleeding identified intra-operative? How was the bleeding addressed? Was there a blood transfusion?

Event description:
It was reported that during a laparoscopic procedure, the patient at the time of using the power clip 300, it was not working well, made the staples loosen, it was necessary to use thirteen clips. The artery was "gushing" blood; patient had large loss of blood with risk of hypovolemic shock. Unknown how case was completed.